Manufacturer narrative:
This report is submitted on september 21, 2020.

Event description:
Per the clinic, the patient developed a keloid scar at the implant site. The patient underwent a procedure on (B)(6) 2020, to expose and clean the site, and was treated with an injectable steroid and topical steroid ointment. The symptoms resolved, and the patient resumed use of the device. The implanted device remains.